Manufacturer narrative:
The device was returned to olympus for inspection. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited an e216 (scope communication error) and a broken charged coupled device (ccd). There were no reports of patient involvement.